Event description:
The manufacturer representative (rep) reported that impedances were within normal limits and the patient's stimulation pattern was satisfactory. There was no trouble communication with the patient's generator via the clinician programmer (8840) or the patient programmer. The cause of the issue was not determined, however, the patient lost 15 pounds since implant. It was reported that the patient was going to assess whether they want the physician to perform an exploratory surgery at their battery site. It was unknown at the time of report if the device issue had been resolved.

Event description:
It was reported that relevant medical history includes spinal pain.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient via the manufacturer's representative (rep) reported that starting two months ago their stimulation started cutting in and out. The occurrence was on a random basis, but pressure on the battery seemed to increase the likelihood. When asked what led to the event the patient stated it just started to happen. The rep. Was trying to set up a time to meet with the patient. Currently the issue had not been resolved, but the patient did have an appointment scheduled for (B)(6) with their implanting physician. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.